Event description:
It was reported that during a stapled prolapsectomy procedure, the surgeon reports that this device was harder to fire than usual. The firing lever got locked at half stroke and therefore the surgeon had to press it and release it repeatedly before he was able to make it reach its end of stroke. The stapler cut and applied properly formed staples except for a small 1-inch length where the stapler cut but failed to apply any staples (they remained in the reload). The surgeon finished the case by applying sutures. There were no adverse patient consequences. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.